Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the first clip came out in a closed condition during a laparoscopic right hemicolectomy. The second clip and after were loaded properly, but the user replaced the auto endo to a new one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Event description:
It was reported that "the first clip came out in a closed condition during a laparoscopic right hemicolectomy. The second clip and after were loaded properly, but the user replaced the auto endo to a new one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). The customer returned one unopen representative unit of ae05ml auto endo5 ml lot#: 73l2400225 for investigation. The serial number of the device is sn: (B)(6). The returned sample was visually examined without magnification. It was observed that there were no defects on the jaws. There were no visual defects observed on the applier and the device appeared to be assembled correctly. The returned sample had no biological material present on the device. The reported complaint of "clip(s) not opening" could be confirmed based upon the representative sample received. The customer returned one unopened unit of ae05ml auto endo5 ml for investigation. Upon functional inspection, the trigger was engaged to load the clips. The first clip was observed to have a rebound failure and misfired. The remaining 14 clips were correctly loaded into the jaws and were able to fully latch. No functional problem was found with the returned sample. The IFU states, "if a clip does not load with the clip bosses nested in the jaws as shown, extracorporeally remove the clip from the jaws, and fully compress the trigger to reset the device. If three misloads occur, discard the device and replace with a new ae05ml." It was concluded that the device functions in accordance with the IFU as only one clip was misloaded. Corrective action is not required at this time, as there were no functional issues found with the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned applier. Teleflex will continue to monitor and trend on complaints of this nature.